Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack. System operates as intended.

Event description:
Customer reported the system is displaying an intermittent battery disconnected error code. No pt injury was reported.